Manufacturer narrative:
During testing and investigation, after the device was powered on, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance "cleaning and testing" at the user facility, after the device was powered on, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.